Event description:
It was reported that on 06 november 2024, a 27mm navitor transcatheter aortic valve (serial: (B)(6) ) was chosen for implantation utilizing a large flexnav delivery system. When pre-balloon annular valvuoplasty (bav) was performed, the patient developed completed heart block (chb). Post procedure, patient recovered and was discharged. One week following discharge, patient returned to the emergency department with complete heart block. A permanent pacemaker was implanted.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor transcatheter aortic valve (serial: (B)(6)) was chosen for implantation utilizing a large flexnav delivery system. Patient had a history of right bundle branch block (rbbb). When pre-balloon annular valvuloplasty (bav) was performed, the patient developed completed heart block (chb). After navitor implantation the heart block did not persist. Navitor was implanted at a depth of 3mm on both left and non-coronary cusps. Patient left the operating room with temporary pacer in case the heart block returned. Post procedure, no additional heart block occurred and patient recovered and was discharged without intervention.. One week following discharge, patient returned to the emergency department with complete heart block. A permanent pacemaker was implanted. Patient had prolonged stay for monitoring of rhythm.

Manufacturer narrative:
An event of heart block after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. It was indicated that post procedure, no additional heart block occurred and patient recovered and was discharged without intervention. No information was received regarding patient history of conduction disturbances. Based on all available information, a cause for the heart block could not be conclusively determined. It is possible that procedural conditions, such as the implant depth of the valve, contributed to this event. However, this cannot be confirmed. The reported hospitalization and unexpected medical intervention were the results of case-specific circumstances, as the patient was hospitalized for a temporary pacemaker implant. H6 - adverse event problem: 4607 added.